Event description:
It was reported that the health care professional (hcp) had a question regarding the implantable cardioverter defibrillator (ICD)'s programming. Technical services (ts) explained the programming settings. Ts also noted that this right atrial (ra) lead exhibited high out of range impedance and oversensing of noisy signals that resulted in a false atrial tachy response (atr) episode. Ts recommended evaluation of the ra lead. The lead remains in use. No adverse patient effects were reported.